Event description:
It was reported that a premature battery depletion error was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). A request was made to have data from this s-ICD analyzed. Data analysis confirmed that the battery was depleting more quickly than expected. Subsequently, this s-ICD was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a premature battery depletion error was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). A request was made to have data from this s-ICD analyzed. Data analysis confirmed that the battery was depleting more quickly than expected. Subsequently, this s-ICD was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.